Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the injector did not engage the lens well and caused damage to the optic of lens. The surgery was completed by implanting another lens. There was no contact with the patient. Additional information has been requested.